Event description:
It was reported the programmer was unable to interrogate. Several rf heads were attempted. Issue appears to be at rf head connection or within the programmer. The programmer was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported the programmer was unable to interrogate. Several rf heads were attempted. Issue appears to be at rf head connection or within the programmer. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the radiofrequency (rf) head and electrocardiogram (ECG) connectors were loose.